Event description:
Senseonics was made aware of an incident where user reported having a heart attack. The event happened on (B)(6) 2025. According to the user, he had a heart attack (doesn't recall what time of the day) and was taken to the hospital, he spent 5 days on the ICU. At the time of the call, the user was feeling weak but better.the event wasn't related to diabetes.the user received three cardiac bypasses as treatment at the hospital. As well, amiodarone, metoprolol succinate and losartan were prescribed as medication.the user's hcp was aware of the event. As per dms, user is not using the system since (B)(6) 2025.

Manufacturer narrative:
The user reported having a heart attack. The event happened on (B)(6) 2025. According to the user, he had a heart attack (doesn't recall what time of the day) and was taken to the hospital, he spent 5 days on the ICU. At the time of the call, the user was feeling weak but better.the event wasn't related to diabetes.the user received three cardiac bypasses as treatment at the hospital. As well, amiodarone, metoprolol succinate and losartan were prescribed as medication.the user's hcp was aware of the event.as per dms, user is not using the system since (B)(6) 2025.